Event description:
Home monitoring reported rv pacing impedances of less than 250 ohms. A periodic iegm showed intermittent noise on the rv channel. Lead to be evaluated further and remains implanted at this time.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.